Event description:
It was reported by the patient that the patient had pain and that the patient's lead was pushing the patient's skin up into a bulge. Follow up was attempted, however, was unable to be obtained. Both the patient's leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.